Event description:
The customer was hospitalized with low blood sugars that resulted in a seizure. Troubleshooting revealed there was a bolus of 15 units delivered at 1:33 in the morning. Family member question if it is possible to program a dose by rolling over on the pump. Explained this is not feasible since it requires multiple button presses. Family member was still concerned that the maximum bolus can be reached by pressing the down arrow button once. Explained there is a new software in the replacement that does not include that feature.